Event description:
This rn was preparing for surgery and put the provision hood over the head. Rn had previously had a slight face-flushing reaction. The sales rep reports rn's face became very flushed; and the eyes immediately began tearing. This reaction was much more severe than the first.